Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported half of the screen was fully white, which was reproduced as a full white screen. The cause was determined to be failed liquid crystal display which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that half of a spectrum pump screen was completely white. There was no patient involvement. No additional information is available.